Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was securely crimped and attached to the distal balloon portion. A visual examination of the crimped stent found stent struts at the proximal edge of the crimped stent were damaged and lifted upwards from the stent profile. The crimped stent outside diameter at the undamaged distal end of the stent was measured. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the distal balloon profile. The proximal balloon cone appears relaxed out of its intended position. This type of observation is typical when damage is caused to the adjacent stent. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink on the inner and outer shaft 45mm distal from the port bond skive. This type of damage is consistent with excessive force being exerted on the delivery system and is likely to have occurred following the removal of the product mandrel during device preparation. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50mmx20mm synergy¿ stent was selected to treat the target lesion. During preparation, following removal of the stent protector and connecting into the inflation device, the stent did not appear as it should. The stent delivery system balloon was partially inflated proximal to the stent and the stent appeared flared and open at the proximal end. The procedure was completed using a similar size non-bsc stent. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50mmx20mm synergy stent was selected to treat the target lesion. During preparation, following removal of the stent protector and connecting into the inflation device, the stent did not appear as it should. The stent delivery system balloon was partially inflated proximal to the stent and the stent appeared flared and open at the proximal end. The procedure was completed using a similar size non-bsc stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.